Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump kept asking the customer to "refill" the cartridge. Reportedly, the customer was unable to verify whether or not any messages were received from the pump. The customer was unable to troubleshoot at the time of the report and declined answering any questions. There was no information provided regarding the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.